Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing abdominal pain. The patient underwent a lead explant procedure. No device malfunction suspected.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing abdominal pain. The patient underwent a lead explant procedure. No device malfunction suspected.